Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic, post-procedure. Upon interrogation, it was noted that the atrial lead exhibited far r oversensing and was found to be dislodged. The dislodgement was confirmed via chest x-ray. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.